Event description:
After a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure treated one target lesion. The lesion was an 80% stenosed, mildly calcified, mildly tortuous, de novo lesion in the mid right coronary artery (rca). The lesion was 40mm in length and 2.6mm in diameter and was not pre-dilated prior to stent placement. The physician deployed two taxus liberte stents in overlapping fashion to cover the lesion. One 2.50 x 24mm stent and one 2.75 x 12mm stent were deployed at 14 atms each. The physician post dilated the stents using the delivery balloons at 14 atms. During the procedure, there was flow impairment of a side branch vessel. It was indicated that it was "possible" thrombus was present; however, the results of the procedure were 0% residual stenosis and timi-3 flow. Later that day, it was reported that the pt experienced a stent thrombosis of the target vessel. The thrombosis was confirmed by angiography and was resulved using "medical mgt." At the time of the event, the pt was on clopidogrel and aspirin. The relationship of this event to the device was indicated as being "possibly" related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to determine how the device may have contributed to the complaint incident. A review of a mfg records for this particular batch namely top assembly batch # 8330447 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined.